Manufacturer narrative:
The investigation is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer reported multiple p07p error codes, generated when testing cobas hpv for use on the cobas 6800/8800 system on their cobas 6800 system (serial ID (B)(4)). Error code p07p is indicative of a volume error during supernatant removal. A local field service engineer went onsite and performed the processing head tightness check on the customer's cobas 6800 system, which failed at several positions. Additionally, there was evidence of leakage in specific areas of the cobas 6800 system. No erroneous results were alleged, and no harm or injury was indicated through the case. When error codes are generated for the kit controls or donor/patient samples, the test run/samples are invalidated and need to be repeat tested per the instructions for use.

Manufacturer narrative:
For the customer's instrument (serial (B)(4), the local field service engineer replaced o-rings and stop discs for those positions that failed the tightness check, and cleaned the instrument deck and heating and separation stations. During the next site visit (scheduled for july 2019), the field service engineer will replace o-rings for all other positions on the processing heads. The issue has been solved with these service actions and the instrument is running without issues with passing tightness check results and with no further evidence of leakage. During the investigation, tightness check failures and evidence of droplets were observed when utilizing returned parts from the customer's instrument. The investigation is still on-going. Corrective and preventive actions will be implemented as appropriate. (B)(4).